Event description:
It was reported that during surgery, the unit took uneven grafts and thick cuts past the skin, into layers of fat. They also claimed the handpiece was jumping or bouncing during the graft. There was patient impact. Due diligence is in process; no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: the technician evaluated the unit and found that the rpms were noisy, control bar loose and not in the correct position, and the control bar was adjusted and pins and reciprocating arm replaced and resolved the reported issue. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.